Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during implantation of the ICD involved in this MDR report, atrial setscrew could not be secured. Although the setscrew could be tightened, the ratchet never clicked (it did on the other connectors). The physician was not confident with a secure connection and elected to use a different device. The device was not kept implanted and returned for analysis.